Event description:
Caller states patient tested 4.1 inr and 4.0 inr on the coaguchek xs system while a comparison lab returned as 2.85 inr. Patient's coumadin was adjusted based on the meter results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.